Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00155. Concomitant medical products: articular surface fixed bearing cruciate retaining (cr) item# 42511000110 lot# 63265599. 42532006701 tibia cemented 5 degree stemmed left size d 63632213. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a left total knee arthroplasty and subsequently the patient was often aware of a clicking or grinding noise in the left total knee arthroplasty. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed due to limited information from the customer. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Initial op notes demonstrated that the patient had total knee arthroplasty due to gonarthrosis of the left knee joint. Synovitis. The surgery went uneventful. X-ray review demonstrated that initial post-operative views demonstrate anatomic alignment of the left knee arthroplasty components. There is no osseous abnormality. Skin staples are present. Radiographs demonstrate minimal lucency at the metal-bone interface of the medial tibial tray. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: medical products. Articular surface fixed bearing cruciate retaining (cr). Item# 42511000410. This follow up is being submitted to update h6 codes, investigation results do not change. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information reported.